Manufacturer narrative:
(B)(6). Occupation: manager. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a turbo-ject single lumen peripherally inserted central venous catheter set was leaking at the joint of the hub and the catheter. The catheter was placed due to alveolar rhabdomyosarcom and is used "often" to administrator to the patient intravenously. The device was fixed on the patient's upper arm with "waterproof sticking" and was locked with saline when not in use. The patient's activity level was described as "normal gentle activity". No other devices such as needless connectors or anti-tamper devices were attached. It was also reported that the white section of catheter tubing was cut off by the customer to make it more convenient to transport. The device was in the patient for about one month before the leakage was noticed during infusion of a solution. The catheter did not separate prior to removal. The patient had a new PICC line placed in an additional procedure. No other adverse effects have been reported for this incident.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported by henan yijianyuan trading co. Ltd. That a catheter from turbo-ject single lumen peripherally inserted central venous catheter (PICC) set (part number upics-3.0-CT-nt-1110, lot number 9599650) was leaking at the purple hub of the catheter. The catheter was placed due to alveolar rhabdomyosarcoma and was used "often" to administrator to the patient intravenously. The catheter was reported to be placed "about one month ago¿. The leak was identified during infusion of a solution. The catheter was fixed on the patient's upper arm with "waterproof sticking". The patient's activity level was described as "normal gentle activity". The catheter was locked with saline when not in use. No other devices such as needless connectors or anti-tamper devices were attached to the catheter. The catheter was replaced and no other adverse effects were reported. A review of documentation including the complaint history, device history record (DHR), instructions for use (IFU), and quality control, as well as a visual inspection of the returned device, was conducted during the investigation. One turbo-ject single lumen peripherally inserted central venous catheter set was returned for evaluation. A visual examination found that the clear tubing was partially separated from the purple hub. Cook has concluded that this device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) found that sufficient inspection activities are in place to assure functionality and device integrity prior to shipping. A review of the device history record (DHR) for lot 9599650 found no related nonconformances that could have contributed to the reported failure mode. A database search found no other events associated with the reported device lot. The information provided upon review of complaint file, device history record, complaint history, and quality control documents indicates the complaint device and devices for the same lot as well as similar devices in house and in the field meet cook's specifications. Cook also reviewed product labeling. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: warnings: the safe and effective use of turbo-ject PICC lines with power injector pressures set above 325 psi has not been established. Do not power inject if maximum injection rate cannon be verified to meet limit printed on catheter hub or extension tube. Precautions: if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. Catheter maintenance: ..if clc-2000, microclave or other needless adapters approved for saline only lock are used, saline only catheter lock may be used. ..catheter lock should be reestablished after every use or at least every 24 hours.. ¿lumen should be flushed with normal saline between administration of different infusates. After use, lumen should again be flushed with twice the indicated lumen volume using normal saline before reestablishing heparin lock... Based on the information provided, examination of the returned product, and the results of our investigation, a definitive root cause for the failure could not be established. Appropriate actions have been initiated, as a CAPA has been opened to further investigate this failure mode. The appropriate personnel have been notified. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.